Manufacturer narrative:
Per data log analysis, on (B)(6) 2019, 5 minutes after opening a perfusion screen the flow module logged pod initialization failure (eeprom checksum invalid). This will cause a check sensor status message to display. The system is power cycled, a perfusion screen is opened and closed. Another pod initialization failure (eeprom checksum invalid) was logged. There was one other instance of pod initialization failure (eeprom checksum invalid) being logged on (B)(6) 2019.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the flow sensor cable to be unplugged from the flow module. He plugged the flow sensor cable back into the module and tested the unit which passed. The unit operated to the manufactusrer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the arterial flow check sensor alarmed. There were no reported adverse consequences to the patient.